Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was offline. The customer reported that there was a slight delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station had been offline. The field service engineer (fse) found that auxiliary drawer 2.1 had been bringing down the entire station, according to the diagnosis. The station booted up after the drawer control board was replaced. After testing, the customer confirmed that the station was operating correctly. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.